Event description:
The customer stated the link assist released an infusion set across the room when he was not intentionally releasing the infusion set. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.